Manufacturer narrative:
(B)(4). Pentax model ec-380fk2p is not sold in the USA. (Exemption number e2015036).

Event description:
Pentax medical became aware of an event which occurred in (B)(6) stating during pre-procedural inspection of pentax model ec-380fk2p/serial (B)(4), a steel braid was visualized sticking through the insertion flexible tube. There was no patient involvement and no adverse events were reported for the user. The device was returned to pentax europe (B)(4) for evaluation.